Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a total fluid loss from the system and air in the pump. Upon explant, the source and location of the fluid loss could not be identified. All components were removed and replaced. There were no patient complications reported.